Event description:
Physician reports bleeding from a 2mm-3mm hole at the bifurcation of a vascular prostheses during an aorto-bifurcation bypass procedure. The hole was discovered while the aortal section was being flushed to test the proximal anastomosis. The graft was reclamped above the legs and the hole repaired with 3 sutures and a teflon pledget. According to the surgeon, the pt experienced no untoward adverse effects or excessive blood loss as a result of the event. The pt later experienced bleeding unrelated to the graft and was returned to surgery for a secondary procedure. Because the surgical intervention was for reasons other than the alleged defect, the user facility does not consider the event to be a device related serious injury.